Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-08163. It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted.

Event description:
Device 2 of 2 reference MFR report#: 1627487-2019-08163.